Event description:
It was reported that a data error alert 4 occurred on the customer's insulin pump. The customer's blood glucose level was 126 mg/dl. Reportedly, customer continued using pump for insulin therapy.